Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch horizon meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first occurred. The patient reported obtaining a reading of ¿245mg/dl¿ on the lfs meter compared to ¿100mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported she uses self adjusting insulin to manage her diabetes. The patient reported due to the high reading on the meter, the patient¿s doctor increased her usual dose of humalog (lispro) insulin from 4 units to 5 units. The patient reported due to the increase in medication she developed symptoms of ¿dizziness, tiredness and low in energy.¿ the patient reported on an unknown date and time she ate something sweet to increase her blood glucose. The patient reporter her doctor recommended she go back to her usual dose of insulin and to get her meter checked. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement and the patient was using the same approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, the patient increased her usual medications per her doctor¿s recommendation, developed symptoms suggestive of hypoglycemia and required treatment to increase her blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.